Event description:
Husband reported pt experiencing erratic blood glucose of 709-500 mg/dl. He indicated the pt's normal range was in the 200's mg/dl. Husband stated that pt experienced symptoms of dry mouth and feeling very lethargic. He reported pt using aprida insulin for the previous three months. Pt has scar tissue build up on her stomach and legs. Husband was educated on proper infusion site management affecting insulin absorbtion. Husband indicated that pt was currently taking plavix. She had three surgeries on her wrist and it does not appear to be healing. Pt had nasal surgery one month prior. Husband indicated that pt may switch type of infusion sets. No medical assistance was required. Product performed according to specifications and therefore, was not requested to be returned for evaluation.

Manufacturer narrative:
H6: product not returned for eval.